Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had lines that blocked the graphics and text and half of the screen was blacked out. Customer's blood glucose was 198 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.